Event description:
I used renu with moisture loc contact lens saline solution roughly dec. 2005 to march 1, 2006. I was sent to emergency appointments at my eye doctor's three times. I had to take multiple eye drops to get rid of infection & pain (severe). I was also told that I had permanent scarring on my cornea, and that my decreased vision could be permanent damage even though I sought help immediately. I did have vision loss, headaches, light sensitivity (severe), severe pain, nausea, I lost lost several days at both of my jobs & schooling. In fact , it was strongly recommended that I get lasik after my eyes were healed, so I went to get lasik eye surgery due to my left eye impairment and the fact that no one could figure out why I was having all of these probelms. I was scared to lose any more vision or get further behind with school or work because it hurt my eyes so much to read / write or look at computer screens for extended periods of time even with glasses at times.